Event description:
It was reported to boston scientific corporation that a prefyx pps system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, there were no procedural complications noted. The patient handled the procedure well. The patient was seen once, post-operatively on (B)(6) 2009. The patient stated that her stress incontinence resolved and she was doing well. The patient has not been seen or heard from since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.